Event description:
It was reported that the ventilator was stacking breaths with an audible alarm. The patient was immediately removed from the ventilator and placed on a backup ventilator. No patient harm reported.

Manufacturer narrative:
The ventilator has not been returned to the manufacturer for evaluation.